Event description:
It was reported that multiple unspecified cartridge messages occurred. Tandem technical support was unable to verify any alarms occurred in the pump history. Customer's blood glucose level was 80-300 mg/dl. Reportedly, the cartridge was changed to resolve the issue. The customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.